Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the complaint was dispatched to the field service engineer (fse) department for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. The fse requested the customer to clean and lubricate the sample needle and the guide rods. On a follow up call the customer indicated that the instrument is functioning as intended and without any errors. A 13 month complaint history review and service history review for similar complaint was performed and there were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 710 z1-axis error explanation: operation error in z1-axis. Countermeasure: inspect z1-axis. Execute smp.reset. The most probable cause of the reported issue was due to dirty sample needle and guide rod.

Event description:
The customer reported receiving error 710 z1-axis error on their g8 instrument. The technical support specialist (tss) requested the customer to clean the guide rods. Customer called back requesting fse to service the instrument as the cleaning of the guide rods did not resolve the issue. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.